Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 478 mg/dl at the time of incident and the current blood glucose of the patient is 441 mg/dl. Customer reported other blood glucose value were 420 mg/dl, 441 mg/dl, 473 mg/dl, 451 mg/dl, 261 mg/dl, 416 mg/dl and 155 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. Customer report they alleging possible pump under delivery. The customer declined troubleshooting. The product will not be returned for analysis.